Event description:
The customer's family member called to report the hospitalization for low bgs. It was stated that the customer was unconscious. The basal and bolus histories did not show anything out of the ordinary.